Manufacturer narrative:
This is one event for the same patient involving two separate products. Add'l info has been requested and will be submitted upon receipt accordingly. (B)(4).

Event description:
The plaintiff's atty alleged that the patient experienced alkalosis, cardiac arrhythmias, sudden cardiac arrest, and sudden cardiac death, which is alleged to have been caused by the product administered during dialysis treatment.